Event description:
Updated summary: the event involved product(s) mmt-6102. Product return is not applicable for non- physical device mmt-6102.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated the summary) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with flashing medtronic logo. No critical pump error (open book image) alarm noted. No blank screen/display noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current test, active current test, self test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Unable to generate the power management graph and perform the history review 1 week from the event date (B)(6) 2026, due to flashing medtronic logo. The pump was received with a cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, cracked select button at keypad overlay, texture damage at keypad overlay, cracked case corner at belt clip rails, and cracked battery tube threads. Pump was cut open to perform visual inspection found corrosion on the pcba1, pcba2, force sensor, and motor home switch. The test p-cap locks properly in place in the reservoir compartment. Damage-moisture confirmed. Cosmetic damage- cracked case battery tube confirmed at the back of the pump. Alarm-aa99-critical pump error not confirmed. Display anomaly-blank display not confirmed. Display anomaly-flashing mdt logo confirmed due to corrosion on the pcba1 and pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank screen, critical pump error, and physical damage in the form of a hairline crack on the battery side after the pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed for the critical pump error or cosmetic damage, as the pump was exposed to moisture and showed physical damage. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.